Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product/provided pictures identified: quantity of 1 modified beck elevator was returned for evaluation. Visual evaluation of the device noted the tip to be worn and chipped. Lot identification is necessary for review of device history records, lot identification was not provide root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the elevator broke with no patient harm during an initial procedure on an unknown date. Attempts have been made and additional information on the reported event is unavailable at this time.